Event description:
Per the clinic, the patient experienced three occurences of extrusion of the receiver stimulator. The site was revised twice, the first on (B)(6) 2018, and the second on (B)(6) 2019, however, the issue reoccurred for the third time. Subsequently, the device was explanted on (B)(6) 2019. The patient was not reimplanted.